Event description:
Stapler was applied and fired but when it was time for ils to be inserted on rectum staple line fell apart. Staples never locked, more of rectum had to be resected. Procedure being done was anterior colon resection.